Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip was revised as follows: surgeon converted a bipolar to a total hip due to the patient's multiple dislocations and ultimately the bipolar head disassociating with the inner head.